Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder rotator cuff repair surgery the sutures of the devices couldn`t be shuttled correctly. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that only the 2-0 white/black suture tape was returned from the fibertak assemble of the knotless 1.8 fibertak® soft anchor, gen2, with #2 suture, qty. (B)(4). One of the tips of the distal ends of the shaft was broken off. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; and prying/leveraging the device during insertion. Per dfu-0054-eo rev 2- precautions-5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor or inserter.